Event description:
Gore has been notified that it is a defendant in a lawsuit that was recently filed by a pt in (B)(6). It is alleged that on (B)(6) 2009, the pt underwent placement and deployment of "several gore viabahn stents in the popliteal and femoral arteries" by the physician. It is further alleged that "in or about (B)(6) 2010, the [viabahn devices] failed, twisted, occluded, and otherwise malfunctioned causing a severe decrease in blood circulation to the [pt's] lower right extremity and foot, severely injuring him, as a result of which his right leg was amputated below the knee on or about (B)(6) 2010 and then about the knee on or about (B)(6) 2010. Thereafter, the stent in the right superficial femoral artery also failed and became infected, severely injuring [the pt], and necessitating surgical removal of the stent and an abdominal graft to repair the damaged tissue, and other surgical procedures."

Manufacturer narrative:
Note: this event involved a total of four viabahn devices: device 1 - lot#06583410 - MFR report# 2017233-2012-00570. Device 2 - lot#06677306 - MFR report# 2017233-2012-00572. Device 4 - lot#06740205 - MFR report # 2017233-2012-00573.